Manufacturer narrative:
Date sent to the FDA: 4/5/2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted that a piece of the omentum was attached to the original mesh. The mesh was removed from the surrounding tissues. It was reported that the patient experienced severe pain, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.